Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the surgeon had a non-recoverable error after the vision side cart (vsc) power cord was removed unintentionally. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the site already power cycled the system twice but error 123 remained. The isi tse confirmed the error 123 pointing to the universal motion controller 1 (umc) in the logs. The isi tse guided the caller to hard power cycle the patient side cart (psc) twice, but the issue remained. The isi tse informed the customer that the system was out of use and most likely umc 1 needed to be replaced. The caller agreed. The procedure was converted to laparoscopic surgery with no patient injury. The issue caused a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was inspected upon system startup and the system initially powered on without error. The power cable was accidentally removed from the vision side cart (vsc). There was no system malfunction prior to the inadvertent removal of the power cable. The procedure was converted to laparoscopic because the psc was unusable. The surgeon decided to proceed and considered the laparoscopic approach as the best option. The conversion did not result in an increase in incision size or additional ports. There was no impact on the patient. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system down, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal motion controller (umc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The complaint regarding the system being down was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. Isi has received the umc part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-recoverable errors. The system was out of use. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal motion controller (umc) was returned for failure analysis and the reported failure of non-recoverable error was replicated. The umc was installed and tested on the pca test system. The umc failed the test with errors 123, usm compute engine (uce) power on self test failed, internal ram.

Event description:
Refer to h10/h11 for follow-up information.